Event description:
The customer reported that following a ptca procedure 3 days prior to event date, a vasoseal vhd was deployed. On event date the pt returned to the hospital and complained of pain in the right groin area. The pt was admitted and a large had hematoma developed in the right groin area. The pt was taken to surgery for evacuation of the hematoma and repair of a side branch of the common femoral artery which was bleeding. The pt was given antibiotics prophylactically. The pt's status was good after the operation and no further complications were reported.